Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed the system did not bootup. The rse suggested the customer to turn the system off and then back on, but the issue persisted. The field service engineer (fse) inspected the system onsite and upon functional testing, the fse checked all the monitors, host-pc and confirmed that the power was present in it, but the drive bay was off and there was no power to cs drive. To resolve the reported issue, the fse manually turned it on by pressing the main button and rebooted it several times. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.